Event description:
It was reported the pt's ipg (implantable pulse generator) was not charged for approximately 5-6 months and hence, did not communicate with the external devices. Sjm representative met the pt and confirmed the battery was dead. The pt was to consult with her physician to decide the next course of action.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.